Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the insulin pump had under delivering. The blood glucose level was 353 mg/dl at the time of incident. The current blood glucose was 353 mg/dl. Customer treated with manual injection. Customer was assisted with troubleshooting. There was no leak or air bubble. Drive support cap was flush. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will return for the analysis.